Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was identified that the tubing was separated from the filter. The reported condition was verified. The cause of the reported condition was under-insertion of the tubing into the filter leading to the separation at the junction. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution set leaked during infusion with an unspecified solution. The tubing pipe disconnected and the unspecified drug leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.